Manufacturer narrative:
P-cap locked in place properly during testing. Device passed displacement test properly. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Device received with cracked case(battery tube) and broken belt clip rails. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump¿s buttons were sticking. Customer stated usually all buttons were having an issue 5-6 times a day. Customer stated that numbers were not ramping on their own. Customer was able to access the menu screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.